Event description:
A report was received that the patient was complaining of pain and swelling at the ipg site. The patient was explanted due to infection. The physician does not believe the infection was device related. The patient was given antibiotics and was reportedly stable.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg); model: sc-2218-50, serial: (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm; model: sc-2366-50, serial: (B)(4), description: linear 3-6 lead 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was explanted due to infection. The physician does not believe the infection was device related. The patient was given antibiotics and was reportedly stable.

Manufacturer narrative:
Update to initial MDR in field : additional information was received that the physician believes that the patient is allergic to the metal casing of the ipgs.